Manufacturer narrative:
Terumo received the actual device and the complaint was not confirmed. The pump was performance tested, and the flow rates were acceptable. It was determined that user error caused the incident. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the centrifugal pump was producing low flow rates throughout the case. The product was changed out, there was a slight amount of blood loss, and the surgery was completed successfully.